Event description:
It was reported that the patient developed endocarditis. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: porcine heart valve (B)(6) 2011; 4076 implantable pacing lead (B)(6) 2009. The lead was not returned to the manufacturer.